Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /severe pain') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), tooth disorder ("excessive dental problems") and abdominal distension ("excessive abdominal bloating"). The patient was treated with surgery (essure device removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, abnormal weight gain, tooth disorder and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /severe pain') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), tooth disorder ("excessive dental problems") and abdominal distension ("excessive abdominal bloating"). The patient was treated with surgery (essure device removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, abnormal weight gain, tooth disorder and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: plaintiff fact sheet received. Reporter information updated. Product indication female sterilization newly updated. Essure stop date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.